Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during colonoscopy using the subject device, the user facility found the brush head has fallen out into the patient¿s body. After that, the brush head was safely removed from the patient with no problem by the user facility. There was no patient injury associated with this report. This device was reprocessed using a non-olympus automated endoscope reprocessor made by getinge. Also, the brush which fell off was a non-olympus brush made by medisafe.